Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only the connector portion of a partial lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion that breached the right ventricular and superior vena cava cable lumens with intact etfe cable coating and inner coil lumen at the proximal region. The cause of the external insulation abrasion is consistent with friction to device can.